Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while using a bd vacutainer® ultratouch¿ push button blood collection set blood leakage occurred at the tubing. The following information was provided by the initial reporter: it was reported that there was blood down the tubing.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® ultra-touch¿ push button blood collection set blood leakage occurred at the tubing. The following information was provided by the initial reporter: it was reported that there was blood down the tubing.